Manufacturer narrative:
Specific patient or incident information was not provided. The doctor replaced the patient's restoration using optibond solo plus, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that two (2) patients had experienced sensitivity after restorations were placed using the optibond solo plus product. This is the second of two (2) reports.